Event description:
It was reported that balloon detachment occurred the target lesion was located in the right coronary artery. A 12mm x 3.50mm nc quantum apex balloon catheter was advanced for post dilation. The balloon was inflated at the distal part of the stent. The balloon was pulled back to further dilate the stent. However, during inflation, the balloon broke off and half of it was still attached to the balloon catheter. The balloon catheter was removed as well as the non-bsc wire which still had the rest of the balloon on it. The lesion was re-wired and another of the same device was used and completed the procedure. No patient complications were reported.